Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh90t01 serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) , bupivacaine , and clonidine via an implantable pump for non-malignant pain indications for use. It was reported that they had their refill last week and the nurse practitioner changed their settings. The patient stated that they were not sure if their bolus was working. They have been in 24 hours lockout every day since last thursday. The patient made a comment that the same screens would not come up. The agent had the patient accessed their ¿myptm¿ and saw they are in 8hrs 22 mins lockout. The patient checked their lockout reason and saw "bolus restriction window limit was reached". The patient asked if there's an option to view if their bolus was working or delivering last week. The agent reviewed device function and redirected the patient to their healthcare provider (hcp) for any further concerns about bolus lockout. Bolus duration: 2 mins lockout duration: 1hr bolus restriction window: 1 bolus /24 hrs boluses per day: 1 bolus during the call, the patient made a comment that it was taking a long time to connect to the pump, and it was stuck in 90 percent. The agent walked the patient through clearing the data.